Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h6, h10. Part and lot identification are necessary for review of device history records, neither were provided. No product was returned; visual and dimensional evaluations could not be performed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Item # unknown / unknown head / lot # unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2021-02441.

Event description:
It was reported a patient underwent an initial hip procedure on an unknown date. Subsequently, the patient was revised due to impingement. Cutters were used to remove the cup. Attempts have been made and additional information on the reported event is unavailable at this time.